Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer states his meter read 98mg/dl fasting this morning and he considers this result low for him when compared to testing his blood sugar levels using his wife 's meter with results of 128mg/dl, back to back. Customer states that his normal levels are 120- 140 mg/dl - fasting. Strip expiration date is 04/20/2018 and strip open date (B)(6) 2015. Strip storage is correct. Reviewed meter memory: the 105mg/dl fasting:yes, the 98mg/dl fasting:yes, the 113mg/dl fasting:yes, the 326mg/dl fasting:yes, the 241mg/dl fasting:yes.